Event description:
A medtronic rep reported that the camera on the stealth station s7 system started cycling during a frontal craniotomy procedure. The case was cancelled since the issue was unable to be resolved at the time of surgery.

Manufacturer narrative:
Per RMA, replacement parts were sent to site. Cass replaced the parts and system was then working as intended. Per return of suspect parts, the eval showed, the reported failure has been verified. When connected to known good system the scu continues to cycle without establishing communication with the position sensor unit (psu).